Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" imprecision initial=7.4, repeat= 4.7, 2nd repeat=5.4. Time between testing was three to five mins.

Manufacturer narrative:
Investigation pending.